Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was attempted to be successfully implanted due to placement difficulties, helix issues, sensing problems, high capture thresholds and high pacing impedance within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to continuity and electrical tests. The lead was also subjected to visual inspection. At this investigation bodily fluid was found in the helix housing. Product investigation provided additional information. A suplemental report was generated as the complaint is no longer reportable due to no lead damage observed during investigation.

Event description:
It was reported that this right atrial lead was attempted to be successfully implanted due to placement difficulties, helix issues, sensing problems, high capture thresholds and high pacing impedance within normal limits. No additional adverse patient effects were reported.